Event description:
During an intervention on the renal artery of a (B)(6) year old female with sacred groins (left and right) due to previous surgeries and interventions, the catheter came apart while trying to remove the wire. They lost access wire and will need to delay treatment for another day. Update (B)(6) 2015- per the district manager - physician said he completed the intervention on the leg and was making an exchange to do an intervention on the renal artery. He said he pulled on the hemostatic valve instead of the sheath as he was trying to remove it. That is when the valve came apart from the sheath. They had to remove the wire and lost access. There was no intervention on the renal. The patient will be brought back for this procedure at a different date. Patient was not harmed. A section of the device did not remain inside the patient's body. The patient will require an additional procedure to complete the originally intended procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog #: kcfw-6.0-38-55-rb-raabe. (B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. Visual inspection of the returned device confirmed the sheath had separated from the check-flo assembly. The flare diameter was on the borderline of being too small, but the diameter could have been reduced when it was pulled through the cap. There was a small deformity on the perimeter of the flare that appeared to be crushed, approximately 1 mm x 1 mm in size. There is no evidence to suggest the product was not manufactured per specification. Detection activities have been conducted; it is feasible to suggest the flare was not sufficiently secured in the cap during manufacture. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
During an intervention on the renal artery of a (B)(6) female with scared groins (left and right) due to previous surgeries and interventions, the catheter came apart while trying to remove the wire. They lost access wire and will need to delay treatment for another day. Update 20mar2015 - per the district manager - physician said he completed the intervention on the leg and was making an exchange to do an intervention on the renal artery. He said he pulled on the hemostatic valve instead of the sheath as he was trying to remove it. That is when the valve came apart from the sheath. They had to remove the wire and lost access. There was no intervention on the renal. The patient will be brought back for this procedure at a different date. Patient was not harmed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.